Manufacturer narrative:
(B)(4).

Event description:
Covidien received info that due to an 840 ventilator malfunction, the patient was placed on another ventilator. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.